Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move; however, it would not lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, the left bumper was missing. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: one maxcore biopsy needle was returned. The investigation is confirmed for failure to prime, as the top slide could not be locked into place. Upon disassembly, it was noted that the left cannula bumper was missing. The investigation is inconclusive for self-activation, as the device could not be fully functionally tested due to the priming issues. The root cause for the priming issue is likely the missing bumper; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the device allegedly self activated after acquiring one to two tissue samples. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal density tissue, the device allegedly self activated after acquiring one to two tissue samples. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.